Event description:
It was reported that the ilet user experienced high blood glucose and, after contacting their healthcare provider, was instructed to enter a meal announcement to correct the high without eating, which constituted an improper method and use of the user interface; the agent educated the user that meal announcements should only be used when eating to avoid maladaptation. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of provided information. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.